Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl; cause was not known. Customer suspected low bg cause may have been user error related and did not suspect the low bg to be caused by the pump. Carbohydrates were consumed to address bg.